Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -10.00 diopter, within the same surgery due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The patient is happy. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4).